Event description:
The patient's generator was replaced on (B)(6) 2015 due to prophylactic replacement. The device was received for analysis on 01/16/2015. In the product analysis, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Event description:
It was reported that the vns patient had four seizures with the last seizure occurring on (B)(6) 2014. The physician attributed the seizures to a low battery condition of the patient¿s device. A battery life calculation using the available programming history showed approximately 2.07 years remaining. The patient¿s device was tested and showed normal device function. The patient¿s medication was adjusted and the medication levels were noted to be fine. Clinic notes were received indicating that the patient¿s seizures were recurrent but had been under good control with vns and medication. The physician noted that antibiotics may have lowered his seizure threshold and that may be the cause of the recent seizures. No known surgical interventions have occurred to date.